Event description:
It was reported that during a lap gastric bypass procedure, at the end of the procedure, the surgeon was using the harmonic scalpel to create and jejunotomy for th stapler. As he was creating the otomy, an error tone for the instrument came on. Case was completed with cautery. There was no pt consequence.